Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during drain 1 of 3 there was a noted overfill. The patient said there was a ¿lines blocked¿ message during dwell 2. The treatment was discontinued at that time. The overfill event was indicated due to the drain in drain 1 being 3839 ml, which is 213% of the 1802ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient reported having some nausea, abdominal pain and fullness for 2 days after the event, but that has resolved with no other harm, intervention or adverse issues reported. The patient received a new cycler which is working well. The pd therapy is without issue at this time. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed that the paint was discolored on the heater tray. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler found no other discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during drain 1 of 3 there was a noted overfill. The patient said there was a ¿lines blocked¿ message during dwell 2. The treatment was discontinued at that time. The overfill event was indicated due to the drain in drain 1 being 3839 ml, which is 213% of the 1802ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient reported having some nausea, abdominal pain and fullness for 2 days after the event, but that has resolved with no other harm, intervention or adverse issues reported. The patient received a new cycler which is working well. The pd therapy is without issue at this time. The cycler was reported to be returned to the manufacturer for physical evaluation.